Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 485 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was advised that the infusion set issue was possible temp vent blockage. The customer was advised that we will send replacement supplies and return infusion set.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion test, prime test and excessive no delivery test due to a33 alarm. However, the insulin pump was received with normal operating currents and passed the a21 error test, self-test and the displacement test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, case cracked at the reservoir tube window corner, and scratched reservoir tube window. The insulin pump was missing the end cap sticker.